Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 240 mg/dl. The customer stated that the motor error occurred during prime. The customer stated that the drive support cap is flushed. The pump was not exposed to high magnetic field. There was a motor position encoder error in the alarm history. The customer was advised to deliver a 5 unit fixed prime. The customer stated that the pump alarmed motor error. The customer was advised that the motor error was due to the connection. The insulin was not cloudy or expired.